Event description:
It was reported that the device had a shortened longevity due to high left ventricular lead thresholds. The device was explanted and replaced. The left ventricular lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID d274trk implantable cardioverter defibrillator 2011-(B)(6); 6947 implantable tachy lead 2008-(B)(6); 5076 implantable pacing lead 2011-(B)(6). (B)(4).